Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in the ar, the guide wire was found kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a kinked guide wire was confirmed. Returned was an opened kit containing a guide wire, a guide wire advancer, and other components. The customer also provided a photo of the sample. The cap and straightening tube were missing from the advancer. The returned guide wire was visually examined without magnification. The guide wire was kinked 3, 4, 10, and 24 cm from the bottom of the j-tip bend. A manual tug test determined that both welds were intact. The od of the guide wire measured 0.611 mm, which met specification of 0.610 - 0.635 mm per guide wire graphic. The length of the wire measured 35.3 cm, which was also consistent with the guide wire graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the straightening tube and cap. No further action will be taken.